Event description:
Customer reported via phone call that they have a no delivery alarm. Customer states that they are returning the set and the reservoir for analysis. Customer also states that they received a blank display. The blood glucose reading is 89 mg/dl.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display noted. The operating currents are normal and no unexpected off no power, battery out limit, low battery or failed battery test alarms noted. No excessive no delivery alarm during our testing. The insulin pump passed prime/a33 test, excessive no delivery test and displacement test. The insulin pump has minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.